Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the physical device evaluation has been completed. The issue was not confirmed, as the scope was not microbiologically tested by olympus. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. Three attempts were performed to obtain additional information, but no response was received from the customer. The device evaluation found the following: due to a chip on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the adhesive on the bending section cover had a chip; the scope cover had a crack; the universal cord had buckling; the right/left knob was deformed; due to deformation of the forceps elevator lever, the upward/downward angulation control knob cannot be locked securely. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 11 months since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that during routine microbiological testing, the colonovideoscope tested positive three times for 10-100 colony forming units (cfu)/endoscope of pseudomonas sp. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.